Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to vasoplegia.

Manufacturer narrative:
Section d6b: correction. It is unknown if the device was explanted. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that revealed the patient's vasoplegia was caused by a driveline infection that converted to bacteremia. The patient experienced drainage that developed into sepsis. The infection was treated with intravenous (IV) antibiotics.

Manufacturer narrative:
Main investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The account reported that the patient expired on 08apr2021 due to vasoplegia. Additional information later received stated that the vasoplegia had been caused by a driveline infection which later converted to bacteremia. The patient experienced drainage and sepsis and was treated with intravenous antibiotics. The patient outcome was reportedly not device related and the pump had operated as intended. It was also reported that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jun2014. The heartmate ii lvas instructions for use (IFU), rev. H, and the heartmate ii patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, pump pocket), sepsis, and death that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.